Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device was analyzed and no anomalies were found.

Event description:
It was reported that the patient went to the clinic complaining of dizziness. It was also reported that the lead had intermittent capture and high, unstable thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.